Event description:
It was reported that during planned device change out, it was difficult to remove the pace/sense portion of the lead from the device due to the inability to remove the set screw. The screw was eventually removed and the device was explanted. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of difficulty in removing the rv lead was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported difficulty in removing the rv lead could not be determined.